Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6), 2010, an explant procedure was performed whereby all the gore excluder aaa endoprostheses were removed from the pt. The gore devices were explanted due to a reoccurring type ii endoleak. The pt also had an enlarging aneurysm, renal insufficiency, and severe cardiomyopathy. The physician did not attribute any of those complications to the gore device.